Manufacturer narrative:
Complications associated with use of the conformable gore® tag® thoracic endoprosthesis may include but are not limited to stroke, paraplegia and paraparesis.

Event description:
On (B)(6) 2020, this patient underwent a total debranching thoracic endovascular aortic treatment for an aneurysm in the ascending aorta and the aortic arch using two conformable gore® tag® thoracic endoprosthesis. A tgu343415j was placed distally and a tgu454520j was placed proximally. The procedure was completed without reported issues. On (B)(6) 2020, it was reported that the patient had developed cerebral infarction during the time between after the procedure and (B)(6) 2020. It was reported that the cerebral infarction might have been caused by guidewire and/ or delivery catheter manipulation in the aortic arch, or clamping of left common carotid artery. Reportedly, the exact cause of the cerebral infarction is unknown. In addition to cerebral infarction, multiple paralysis were also observed. Reportedly, no treatment for the cerebral infarction had been performed. The patient is being monitored.